Event description:
The customer reported via phone call that she had a no delivery alarm during a bolus. Customer was using an old pump as a back-up. Customer has a pump with no battery and was unable to troubleshoot as a result. Customer wishes to have the pump replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.